Event description:
On 05/19/2009, the pt reported that over the past few months, she has occasionally had elevated blood glucose readings up to 32 mmol/l (576 mg/dl) with her normal range being 8-9 mmol/l (144-162 mg/dl). Symptoms are muscle fatigue, sore eyes, and blurry vision. She stated she boluses insulin via her infusion device but her readings do not decrease until she gives herself an insulin injection. She stated she has discussed her readings with her doctor and he has stated one reason might be scar tissue on her abdomen. He has suggested that she use her buttocks or lower back are as site locations to allow her abdomen to heal. She said she changes her insulin infusion headset every 2 days and her tubing and cartridge every 3-4 days. She said she does not allow her insulin to reach room temperature prior to filling the cartridge. She was advised to do so. Product was replaced and requested to be returned for eval.